Manufacturer narrative:
The reported events of inappropriate or unexpected reset and conductive telemetry issue were confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. The device was received with no telemetry and device recovered to show normal telemetry. Device was sent for further analysis which showed memory corruption was the cause for the event complaints. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) experienced transient loss of telemetry. A few seconds later the alp stated it was in rom mode. The session was ended, and the alp was reinterrogated and still remained in rom mode not allowing to map. The alp was removed and replaced. The patient was in stable condition.